Manufacturer narrative:
The primary reported complaint could not be independently confirmed because there were no items returned for evaluation. The cause for the complaint could not be established with the available information.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the case number. H3 other: if the device is available for further investigation is unknown. H6 evaluation codes investigation findings c19 refers to the product history review: a review of the manufacturing records indicated the device met pre-release specifications. Further investigation is being conducted and will be included in the final report. Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore, that the patient underwent endovascular treatment for a central shunt stenosis in the cephalic vein of the left shunt arm with a gore® viabahn® vbx balloon expandable endoprosthesis (vbx-device). It was reported that a 0.018¿ terumo glide wire was used with a 7 fr terumo glidesheath slender introducer sheath. It was stated that the vbx-device dislodged from the delivery catheter during insertion within the sheath and that during advancement resistance was met, but the vbx-device was retrieved and removed completely out of the patient. After replacement of the 10 cm 7 fr terumo slender sheath by a 10 cm 8 fr terumo radiofocus introducer ii sheath a second vbx-device could be advanced to the stenosis with successful implantation and without any problems. There was no report of patient harm.